Manufacturer narrative:
After clinician review, the patient codes breast mass (2439) and infection (1930) have been removed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient underwent a primary breast augmentation with mentor memorygel breast implant 425cc and experienced symptoms including chronic neck pain, shoulder pain, muscular issues, chronic uti, bladder infections, chronic migraines, joint pain, breast pain, yeast infections, loss of memory, memory issues, inability to sleep, painful masses in breast, discomfort, embarrassment, and capsular contracture, baker grades 2 (right) and 4 (left) post-operatively. This was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the right side device.